Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the keypad buttons have been intermittently unresponsive for the past 6 months. She confirmed that the rubber keypad is intact. The patient stated that the buttons still click and spring back as expected when pressed. She noted that she cleans the pump with a dry towel or with water and a towel.